Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. A nt mitraclip was chosen for implant. The clip was advanced to the valve. During independent gripper testing in atrium, one of the grippers did not lower. Troubleshooting was attempted but did not resolve the issue. A replacement ntw mitraclip was then implanted without issue, reducing mr to grade 1. The patient is reported to be stable. There was no patient effects and no clinically significant delay.

Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported gripper actuation issue appears to be due to the observed harness pinching the gripper cover; however, a cause for the pinched cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.